Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was new to insulin therapy. Caller states that customer had high blood glucose between 300 mg/dl and 400 mg/dl and was treated. Customer was not available for troubleshooting. Caller was advised to call when issue occurs. No further information provided.